Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention, the cypher 3.5 x 8 mm stent delivery system (sds) balloon was delivered to the target lesion and inflated to 18 atm for 10-20 sec when the balloon pressure suddenly decreased. The stent was safely implanted/adequately deployed and did not require post-dilation. The procedure was completed successfully. There was no reported patient injury. The physician's comment was that he did not think the cause of the event was because of balloon rupture or leakage and that the cause of the event might be due to a hub defect or connection problem with the unknown indeflator. Additional information: pictures of the returned product received indicated balloon burst/rupture.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). The target lesion was the distal right coronary artery (rca). The lesion was reported to be: de novo, slightly calcified, slightly tortuous, and a 75% stenosis. The lesion was pre-dilated with a voyager balloon. A radial approach was used for the procedure. No additional information was available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.